Event description:
It was reported that the viabhan stent occluded and caused the kidney to infarct post implant on an unknown date.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. There was a 7fr sheath inserted in the arm that was used for placement of a viabahn stent to keep the right renal artery patent in a typical snorkel fashion since the endurant stent graft was planned to cover the renal artery. After the stent graft was deployed it was discovered that one of the pins of the endurant supra-renal stent had caught on the 7fr sheath from another manufacturer. The sheath eventually broke at the spot of the puncture and was left in the patient. The stent graft and viabahn stent placements were not impacted. Approximately 5mm of the distal radiopaque tip and a small portion of the distal end of the other manufacturer's sheath remained in the patient with the ro sheath tip marker visualized on the right side of the aorta just distal to the loop of the pigtail catheter and at the level of the supra-renal anchoring pins. No secondary procedure is planned to remove the other manufacturer's sheath segment. No patient injury was reported and the patient is fine. Review of single returned angio image shows what appears to be a sheath marker located just distal to the pigtail, sandwiched between the endurant suprarenal pin(s) and the aortic neck near the right renal.

Manufacturer narrative:
(B)(4) inherent risk of procedure (arterial occlusion). Patient's condition affected effectiveness of device (challenging aortic neck requiring a stent to be placed in snorkel technique). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (challenging aortic neck requiring a stent to be placed in snorkel technique).

Manufacturer narrative:
Results: caused by another drug/device (viabahn stent). Conclusion: another device caused failure (viabahn stent).